Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01736.

Event description:
The patient was undergoing a thrombectomy procedure in the superior vena cava (svc) using an indigo system cat12 aspiration catheter (cat12) and penumbra engine (engine). During the procedure, the physician was unable to obtain aspiration using a cat12 with the engine; therefore, the cat12 was removed. It was reported that all four lights on the engine were illuminated. The physician then attempted to use a new cat12 with the same engine; however, the same issue occurred. The physician therefore removed the engine. The procedure was completed using a new engine and the same cat12. There was no report of an adverse effect to the patient.